Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 3080rl surgical table and was unable to duplicate the reported event. Upon further inspection the technician noticed the surgical table's hand control's led lights would flash when he moved or flexed the hand control's cord. The root cause of the reported event can be attributed to the hand control. The hand control had become worn over time, causing an inadequate connection between the hand control and surgical table. The hand control was removed from service and was replaced. The technician tested the surgical table, found it to be operating according to specification and returned it to service. It is important to note the 3080rl surgical table's hand controls are interchangeable. The facility is able to disconnect one hand control from a surgical table and move it to another as desired. The 3080rl surgical table was installed in 1993 making the unit approximately 25 years old and is not under steris service agreement for maintenance activities. The facility's biomed department is responsible for all maintenance activities. While onsite, the technician counseled user facility personnel on the proper use and maintenance of the 3080rl surgical table and its accessories. No additional issues have been reported.

Event description:
The user facility reported their 3080rl surgical table began to move into the flex position without being commanded to do so during a patient procedure. The procedure was completed successfully. No report of injury.